Event description:
Printing on the bardex i.c complete care latex foley kit is in very small print and is located on the side of the packaging. This could be confusing and could be used for a pt with a latex allergy. The bard 16 fr. Ref 303316 ar only contains notification of latex located on the side of package in very small print.